Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. We are unable to determine the relationship between this device and the cause for this event at this time.

Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for treatment of esophageal hemorrhage. When the clinician attempted to grasp the tissue at the bleed site, the resolution clip device's jaws separated in to two pieces. The pieces were not retrieved. The procedure was successfully completed with use of a different device. The patient did not sustain any reported complications or ill effects as a result of this issue.